Manufacturer narrative:
Date rec'd by MFR: 12feb2019. Failure analysis on the returned touch screen and power management (pm) board shows that the customer complaint of ¿touchscreen issue.¿ was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/11/2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen on the device was incontrollable. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan19. Date rec¿d by MFR: 02jan19 . The manufacturer¿s international service technician reported that though the issue was duplicated, it was fixed while attempting to identify the faulty part. Since the issue was fixed, the faulty part was unable to be identified. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly and the touchscreen to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.